Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 6.00mm x 15mm nc emerge balloon catheter was advanced for dilation. When inflating the balloon during the procedure at 12 atmospheres at first inflation, 12 atmospheres on the second inflation. However, upon third inflation at 15 atmospheres, the balloon ruptured when it encountered calcified tissue. The procedure was completed with another of same device. There were no patient complications reported.